Event description:
It was reported that during a roux en y gastric bypass procedure, the second firing with the device, the surgeon uses two guns per case. The first firing was unremarkable. The second firing was the first firing on the stomach to create pouch, transverse toward greater curve. The green load was used and found to form properly with the exception of the last inch; cut line was smooth and clean. The stomach was not closed at the last inch, but not determined if staples were unformed or not. The surgeon proceeded to continue horizontal transaction of the stomach using the other stapler to complete that line, and the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.